Event description:
Patient was revised to address tibial loosening. The report states that the tibial implants had been placed in varus alignment, with the cemented stem through the lateral tibial cortex at time of implant. Minimal osteolysis was also reported.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product information required to review the device history records and search the complaint database by manufacturing lot was not provided. The investigation could not draw any conclusions about the reported device loosening; however, provided information stated varus device alignment was a contributing factor. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.